Manufacturer narrative:
This surgical light belongs to an old generation of lighthead which was manufacturing prior to ownership of hanaulux prods by maquet s.a. The root cause of the peeling paint and its lack of adhesion could be related to the surface preparation within the painting process used by the previous MFR. In 2004, as a new MFR, maquet s.a. Improved the painting process of surgical lights hanaulux 2000. Furthermore, the surgical light paint can peel off if the customer uses aggressive cleaning products which are not recommended in the user's manual. The cover is to be replaced on the surgical light. Getinge USA, inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure, investigation, analysis and resolution for the device described in this report.